Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for an upstream occlusion when an occlusion was present. A patient was transferred from emergency department with full levophed bag and a dose running at 30mcgs/hr. The pump prompted the user that the infusion was completed. The customer noted that the norepinephrine bag was still full and the clamp above the pump was clamped but the pump never alarmed upstream occlusion. There was patient involvement but no known patient injury or medical intervention. No additional information is available.